Manufacturer narrative:
Device has not been received for evaluation at this time.

Event description:
Biomed reported that end users have complained that the sherlock 3cg sensor is displaying erratic magnet tracking readings. The magnet tracking symbol will show the tracking as staying near the top of the screen and will not move down with accordance to the movement of the catheter.